Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). The patient's health care provider (hcp) called boston scientific technical services (ts) questioning this battery reading. The hcp thought that since the battery voltage looks good, eri should not be declared. Ts explained that the eri triggers can be either long charge times or voltage measurements. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.